Event description:
It was reported that the ilet pump displayed an alert 38 indicating a stalled motor during a meal announcement, leading to failure to infuse insulin until a guided supply change with new supplies restored insulin delivery; the implicated device component was the motor. Symptoms include none. Outcomes include none. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified during troubleshooting, and the event was characterized as a failure to infuse related to the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.